Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The instrument was found to have a severely bent grip with misalignment of the grip-tips causing issues reported by the customer.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium-large clip applier instrument would not lock clips in place and it kept popping off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip. No post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The issue occurred while the clip applier was inside the patient. The clip was already placed on to the clip applier, then placed inside the patient. Once inside the patient, it was brought to our attention that the clip was not clamping shut. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. Issue led to an unsuccessful clip application. The jaws would move but the clip itself would not shut. The issue was not related to the clip opening after closure of the clip. Issue occurred on the 1st application. Customer obtained new clips to see if it was the hem o lock clips that were the problem. The problem continued to occur. Customer then obtained a new da vinci clip applier and it fixed the issue. It was noted that the clip did not fall off the clip applier.